Event description:
A hospital in (B)(6) reported that two mr340 infant reusable humidification chambers were leaking during use with a pb840 ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr340 humidification chambers were not returned to fisher & paykel healthcare for evaluation, although attempts were made to retrieve them. It is likely that the hospital has discarded them. A lot check revealed no other complaints for lot number 101119. The mr340 is a reusable chamber and the base is designed in such a way that it can be detached from the chamber dome for cleaning and then re-attached. Based on the age of the chamber (16 months), it is likely that it has been in use for a considerable length of time. It is therefore likely that the seal between the dome and base had weakened with time and use, causing it to leak. All chambers are pressure tested during production and those that fail are rejected. We have only received one other similar complaint for this product in the past 12 months.